Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During a regular follow-up performed on (B)(6) 2015, non physiological signals were visible on three v burst episodes dated (B)(6) 2015 recorded in the device memories. The patient did not recall any medical procedure or any activity that might have occurred at the time the episodes were recorded. Reportedly, the pacemaker seems to operate normally.note that the patient is enrolled in transtelephonic monitoring that accounts for the magnet mode counter being incremented.